Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a ankle fusion and ankle arthrodesis surgical procedure on (B)(6) 2020 that utilized paragon 28 phantom hindfoot ttc/tc nail system. The 10.0 x 300mm phantom ttc nail was reported broken and a revision surgery was performed on (B)(6) 2021.